Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a possible endoleak at an indeterminate origin on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) medical center. The reported endoleak was discovered by CT scan on (B)(6) 2018. The patient was originally implanted with an afx bifurcated stent graft and one (1) afx vela suprarenal on (B)(6) 2014 by the reporting physician. The patient's current condition is unknown. A follow-up angiogram is tentatively scheduled for (B)(6) 2018.